Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product as been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report, that she was hospitalized for high blood glucose levels between 700 and 800 mg/dl. The customer stated, she did not eat very much that day and had given herself boluses for breakfast and lunch. The customer stated, that her blood glucose during breakfast was 200 mg/dl and by lunch time it had reached the 400 mg/dl range. The customer stated she had an appointment with her medical doctor that day and he told her that she should go to the hospital. Nothing further was reported.